Manufacturer narrative:
.

Event description:
The customer reported a suspected positive bi. The load was not recalled. The customer stated that there were no reports of injury related to the unrecalled load items.